Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2006 which changed the settings to unintended parameters. The settings were corrected then next day on (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.